Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the provided picture confirmed that the pump cable inline connector bend relief and underlying silicone jacket had detached completely from the connector. It was also noted that the distal portion of the pump cable¿s silicone jacket was covered in rescue tape. A specific cause for these events could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use (IFU) and patient handbook both contain information regarding how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jun2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 4 of the patient handbook, ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had progressive degradation of all portions of their driveline. All layers of the insulation directly above the modular cable connection point were completely detached. Rescue tape was applied. No alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.